Manufacturer narrative:
Investigation summary: the event unit was returned for investigation. Upon inspection, engineering determined that the proximal winding had slipped, blocking the port used for inflation and deflation of the device. The balloon did not appear to be broken. Upon clarification with the customer, it was discovered that the balloon did not have a hole as originally reported. The root cause of balloon not deflating is the slipping of the proximal winding, most likely due to excessive force. The catheters are designed in such a way that the proximal winding will slip or the balloon will burst under excessive force. This design prevents the force from being applied to the catheter body and breaking inside the patient and also prevents excessive force from being applied to the vessel itself. The instructions for use (IFU) cautions the user that balloon degradation and rupture may result from exposure to adverse environmental conditions, excessive handling, or deposits within the vessel. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Thrombectomy - "python wouldn't deflate and hole in balloon." Type of intervention - thrombectory. Patient status - stable.